Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, omsc considered that the reported phenomenon was attributed to the user's inappropriate reprocessing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The proper reprocessing method had already been instructed to the user facility by the cic receptionist. The reprocessing method of the user facility was changed from ethylene oxide gas sterilization to autoclave sterilization. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
The user informed customer information center (cic) of olympus medical systems corp. (Omsc) by telephone that during the reprocessing of the subject device at the user facility, the subject device was disassembled into three pieces instead of being disassembled into four pieces recommended in the instruction manual. There was no patient injury associated with this report.